Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. The most recent information was received on 24-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 36 year-old female patient who had essure inserted (lot no. 806695). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), spinal pain ("rachialgia"), arthralgia ("joint pain"), pain in extremity ("pain in the lower limbs"), blindness ("loss of vision"), dry eye ("dry vision"), visual impairment ("burning vision"), lacrimation increased ("tearing eyes"), sleep disorder ("sleeping disorders") and fatigue ("abnormal fatigue"). The patient was treated with surgery (medical device removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to spinal pain, arthralgia, back pain, pain in extremity, blindness, dry eye, visual impairment, lacrimation increased, sleep disorder or fatigue. The reporter commented: period of occurrence of symptoms: first symptoms occurred in the summer of 2011. Patient¿s current condition: opted for removal which was performed on (B)(6) 2023, therefore at the early stages of convalescence. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Lot number: 806695, manufacture date: 2010-11 & expiration date: 2013-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) ) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 36 year-old female patient who had essure inserted (lot no. 806695). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), spinal pain ("rachialgia"), arthralgia ("joint pain"), pain in extremity ("pain in the lower limbs"), blindness ("loss of vision"), dry eye ("dry vision"), visual impairment ("burning vision"), lacrimation increased ("tearing eyes"), sleep disorder ("sleeping disorders") and fatigue ("abnormal fatigue"). The patient was treated with surgery (medical device removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to spinal pain, arthralgia, back pain, pain in extremity, blindness, dry eye, visual impairment, lacrimation increased, sleep disorder or fatigue. The reporter commented: period of occurrence of symptoms: first symptoms occurred in the summer of 2011. Patient¿s current condition: opted for removal which was performed on 22-may-2023, therefore at the early stages of convalescence. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.